Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that episode review was requested as the clinician was concerned about sensing. A boston scientific technical services consultant reviewed the event in question. The device was programmed to secondary 1x gain and smart pass was on. Sensing appeared appropriate at the onset with no undersensing or delay in therapy. However, then there were some undersensed premature ventricular contractions (pvcs) which were due to the large-small amplitude of the intrinsic beats and the pvc. The first shock that was delivered appeared to have accelerated the rhythm to ventricular fibrillation (vf) and three additional shocks were required to convert the rhythm. The consultant stated that the smart charge intervals could be decreased in an effort to deliver therapy sooner. A chest x-ray could be considered to confirm system location in comparison to initial implant. This information will be communicated to the clinician. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that episode review was requested as the clinician was concerned about sensing. A boston scientific technical services consultant reviewed the event in question. The device was programmed to secondary 1x gain and smart pass was on. Sensing appeared appropriate at the onset with no undersensing or delay in therapy. However, then there were some undersensed premature ventricular contractions (pvcs) which were due to the large-small amplitude of the intrinsic beats and the pvc. The first shock that was delivered appeared to have accelerated the rhythm to ventricular fibrillation (vf) and three additional shocks were required to convert the rhythm. The consultant stated that the smart charge intervals could be decreased in an effort to deliver therapy sooner. A chest x-ray could be considered to confirm system location in comparison to initial implant. This information will be communicated to the clinician. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code (B)(6). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event description for more information regarding the specific circumstances of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of rhythm acceleration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that episode review was requested as the clinician was concerned about sensing. A boston scientific technical services consultant reviewed the event in question. The device was programmed to secondary 1x gain and smart pass was on. Sensing appeared appropriate at the onset with no undersensing or delay in therapy. However, then there were some undersensed premature ventricular contractions (pvcs) which were due to the large-small amplitude of the intrinsic beats and the pvc. The first shock that was delivered appeared to have accelerated the rhythm to ventricular fibrillation (vf) and three additional shocks were required to convert the rhythm. The consultant stated that the smart charge intervals could be decreased in an effort to deliver therapy sooner. A chest x-ray could be considered to confirm system location in comparison to initial implant. This information will be communicated to the clinician. The device remains in service. No additional adverse patient effects were reported.